Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a red, itchy, and seeping irritation. The patient applied ointment to the irritation. The patient then spoke with his physician who advised him to try a diaper cream, a zinc cream, or an anti-fungal cream. Follow-up indicated that the irritation had improved, as it had drastically decreased in size.